Event description:
During a coronary stent procedure, the stent dislodged. The physician first attempted to cross the calcified stenoic lesion with a percusurge wire and was unsuccessful. He then advanced a wire and balloon and created a channel and was able to cross the lesion with the percusurge wire. While attempting to advance the delivery/stent device, the stent stripped off the delivery device and was free floating in the svg. A guide wire and a small balloon were advanced through the undeployed stent. The balloon was inflated to low atm's and the stent was retrieved from svg. The physician was unable to retract the balloon back into the guide catheter and elected to remove the entire system. During system removal the stent dislodged from the balloon at the groin and was located in the iliac. A snare was used for retrieval without incident. Patient status is lised as "okay".